Event description:
During routine testing of the device, the user reported that once the ampro circuit board was installed, the timers on the monitor did not function as expected. No other details regarding the nature of the event were provided. Since this event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.